Event description:
It was reported that the lead exhibited loss of capture and low impedance of 200 ohms. After implant, clavicular crush damage was noted.

Manufacturer narrative:
Final analysis found that the lead had sustained clavicular crush damage to the proximal and distal insulations, and coils at 24.5 cm from the pin. The reported loss of capture and low impedance were not confirmed, but were highly possible in certain lead positions, given that the coils could touch.